Event description:
Caller alleged discrepant results compared with the lab. Caller didn't provide actual inratio results.

Manufacturer narrative:
Caller didn't provide actual inratio readings. Insufficient complaint information. No conclusion can be drawn.